Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that since the surgery, they have been unable to urinate on their own. The patient said that around 10 days ago, a catheter was placed to help them urinate, and they were told that they were supposed to use the catheter for 1 month. The patient said that they were not sure exactly when the catheter will be removed. The patient requested a call back in 4 weeks. The patient was redirected to their healthcare provider (hcp) to further address the issue.